Event description:
This unsolicited case from united states was received on (B)(6) 2018 from patient. This case concerns a male patient (age unspecified) who received treatment with synvisc one and after one day of receiving injection patient had more pain, more swelling and knee continued to be tight. Also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications were reported. Patient reported that he had pain and swelling prior to the synvisc-one injection. Patient stated that he has pain medication for other pain related to broken leg and ankle fracture that occurred about a year ago. Patient stated it was hard to differentiate the pain from the injection with the other leg pain. Patient stated that he was able to bear weight but stated he has been on crutches or cane since leg fracture 14 months ago. Patient stated he also had fracture to ankle and nerve damage prior to the synvisc-one injection. Patient stated that he does not remember it being measured but fluid was aspirated prior to the synvisc-one injection. Patient stated that he has no known drug allergies. On an unknown date in 2017 (few months ago), patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for knee pain and swelling in right knee. On an unknown date in 2017, after one day of receiving injection patient pain and swelling was worse after the injection requiring pain medication paracetamol (prn- as needed). Patient stated that he was currently not using the pain medication. Patient reported that the morning after his synvisc one injection in the right knee patient had more pain and swelling. Patient stated that the knee continued to be "tight" in the morning. Patient stated it was worse for a bit, then got better. Patient reported initially the follow up was scheduled at 4 months post injection, due to it was supposed to be effective for "4-6 months". Patient states bloodwork has not been done by the doctor who administered the synvisc one injection. Corrective treatment: paracetamol (tylenol) for more pain; not reported for rest events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 19-jan-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and after that she had more knee pain, swelling and tightness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.